Manufacturer narrative:
Unit received with blank display due to moisture damage at electronic assembly. Pump received with cracked battery tube threads and cracked case corner of the belt clip rails near the battery compartment. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was damaged. The customer¿s blood glucose level was 10.9 mmol/l at the time of incident. The insulin pump will be returned for analysis.